Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had fallen off. There was no patient injury or medical intervention associated with this event. No additional information is available. There was patient involvement. There was no patient injury associated with this event

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.